Event description:
It was reported that this right atrial (ra) lead was explanted due to elevated pacing impedance measurements in bipolar configuration. Another ra lead was implanted to complete this procedure. This lead is not expected to be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.